Manufacturer narrative:
Since the device is not available to be returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that when the acrobat-I stabilizer was mounted onto the sternum retractor, the locking switch came off.